Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a3101 mayfield base unit was broken, missing an end cap, and the arm peg won't stay on. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. Failure analysis - unit received missing an end cap that will need to be replaced. The unit is also testing low on pressure and will need to be readjusted. General maintenance and cleaning required. Replacement of missing end cap, readjustment of base unit. Root cause - the reported complaint was confirmed via inspection of the unit. The returned a3101 mayfield base unit was missing an end cap that required replacement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.